Event description:
It was reported that this pacemaker recorded a battery depletion alert due to suspected premature battery depletion. This device was subsequently explanted and expected to be returned. No additional adverse patient effects were reported.